Event description:
Cpi received info that numerous non-sustained episodes were noted with the implantable ICD and lead system. Pt experiences muscle stimulation in abdomen when ICD paces. Review of r to r intervals the ICD and lead system is oversensing. A problem with the epicardial rate-sensing lead is suspected. An invasive procedure was performed and it was noted that the insulation of the rate sensing lead was abraded. The lead was capped and replaced. No further problems have been reported.